Event description:
It was reported that there was difficulty adjusting the performance level of the valve postoperatively. Although the desired performance level could be set using a stronger magnet, the valve was explanted due to request by the pt's family. The valve had been sutured to the fascia, under 1-2 inches of tissue.

Manufacturer narrative:
(B) (4). All performance levels could be set with a single attempt. Therefore, the conditions of the complaint could not be duplicated by lab personnel. Medtronic neurosurgery has received no other complaints for this lot number. A review of the mfg records showed no anomalies. It was reported that the valve looked to be sutured to the fascia, under about 1-2 inches (2.5 to 5 cm) of tissue. The instructions for use that accompany the device warn that there should be a maximum of 1 cm of tissue thickness over the valve mechanism to facilitate reading and setting the valve. All of our valves are 100% tested at the time of manufacture.